Manufacturer narrative:
Correction to h6; type of investigation, investigation findings, investigation conclusion. This is one of two manufacturer reports being submitted for this case. Please reference related manufacturer report no: 2015691-2025-07212. The events reported are anticipated in the risk management documentation for transcatheter heart valve procedures. A previous investigation into this type of event is captured in an edwards lifesciences technical summary and applies to this complaint. Additional assessment of the failure mode(s) is not required at this time. The device was returned for examination and confirmed the reported event. Dimensional testing found that the balloon single wall thickness met specification. Due to the nature of the complaint, no applicable functional testing was able to be performed. Per the technical summary, the instructions for use (IFU), training manuals and current risk mitigations have been reviewed. No inadequacies have been identified with regards to warnings, contradictions, and the directions/conditions for successful us of the device. Through extensive complaint investigations, balloon burst events during valve deployment have not been associated with device malfunctions or manufacturing nonconformances. Rather, the root cause for these events has historically been due to calcification in the landing zone or over-inflation of the balloon. The reported event of balloon burst was confirmed based on the evaluation of the returned device. Available information suggests that patient factors (calcification) likely contributed to the event as provided information indicated there was calcification in the native aortic valve. The presence of calcification can create a challenging anatomy for balloon inflation. While the balloons are sufficiently designed and tested to ensure the burst pressure is at or above the rated burst pressure, calcified nodules can compromise the structure of the balloon wall via following mechanisms such as puncture, local overstretching, open cell impingement, or stress concentration. The reported event of missing balloon piece was confirmed based on evaluation of the returned device. Available information suggests that procedural factors (device manipulation) likely contributed to the event. Additional pull force/excessive device manipulation during device withdrawal could have been applied to overcome the withdrawal difficulty which then led to the reported separation. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.

Manufacturer narrative:
Correction to h10; added the related report number in the correct field.

Manufacturer narrative:
The investigation is ongoing.

Event description:
As reported by edwards affiliates in the netherlands, during a transcatheter aortic valve replacement (tavr) procedure using a 26mm sapien 3 ultra valve via the transfemoral approach, the balloon burst at the end of deployment due to calcification in the native valve. Despite the balloon burst, the valve was fully deployed. Difficulties were encountered during device removal, ultimately requiring the assistance of a vascular surgeon. The patient experienced a femoral dissection, which was successfully repaired. Following the procedure, the patient was reported to be in stable condition.

Manufacturer narrative:
Update to b5 and h9. Correction to h6; device code and type of investigation.

Event description:
A preliminary examination the returned device found that the balloon burst radially and longitudinally, missing balloon material, and the guidewire lumen was kinked at balloon inflation area at 8cm from nose tip.